Event description:
It was initially reported that the guidewire had "split" and was left in the patient. However, it was later clarified that the guidewire was not left in the patient and the patient was able to be treated. During insertion, the doctor felt resistance with the needle and when the guidewire was pulled it out, it appeared twisted and unraveled. There was no retrieval needed. No patient injury occurred. This event occurred in the ER.

Manufacturer narrative:
One 0.032'' guidewire was received caught inside an 18 gauge thin wall needle bevel. The outer coils have been stretched and there appeared to be a weld break. The returned 0.032" guidewire was received kinked in 3 areas and also had a weld break on the "j" tip end and the outer coils were stretched at the 6cm area. The kinks are located at the proximal end of the "j" bend and 3cm and 4cm proximal of the 10cm marker. The guidewire appeared to be caught in the bevel of the needle. There were no parts missing from the guidewire. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Procedural factors may have contributed to the difficulty experienced. No corrective actions will be taken at this time. Edwards is currently in the process of implementing a nitinol guidewire in this product family to facilitate easier placement.